Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7147335, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 750477, UDI: (B)(4).

Event description:
It was reported that the patients leads had high impedance. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.